Event description:
It was reported that a patient experienced hypotension and a cardiac tamponade. A pulsed field ablation (pfa) procedure was completed successfully using a farawave catheter. At the end of the procedure, it was noticed that the patient's blood pressure dropped, and a cardiac tamponade was diagnosed using transthoracic ultrasound. A pericardiocentesis was performed to drain around 300 ml of blood and the pressure stabilized. However, a few minutes later the blood pressure dropped again and the effusion had regenerated. It was then decided to take the patient for cardiac surgery. The patient is expected to fully recover from the event. It was further reported that the patient had surgery and "is fine". It was also confirmed that the perforation was in the right ventricle and no ablations or treatments with the farawave catheter took place in that location, although a non-boston scientific diagnostic catheter was in place at the location.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and the specific product information, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and the specific product information, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced hypotension and a cardiac tamponade. A pulsed field ablation (pfa) procedure was completed successfully using a farawave catheter. At the end of the procedure, it was noticed that the patient's blood pressure dropped, and a cardiac tamponade was diagnosed using transthoracic ultrasound. A pericardiocentesis was performed to drain around 300 ml of blood and the pressure stabilized. However, a few minutes later the blood pressure dropped again and the effusion had regenerated. It was then decided to take the patient for cardiac surgery. The patient is expected to fully recover from the event.